Event description:
It has been reported to philips that the system would not emit radiation. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the machine operating, with larger dose, and tube load, causing tube protection. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (rse) inspected the system onsite and confirmed that there was malfunction with the x ray tube. The fse tried to restart but did not fix the issue. The overload protection of the tube was activated due to larger dose, and tube load. After oil cooling and normal oil pressure, the fse observed the equipment resumed normal operation as per its specification. The codes were updated based on the investigation outcome.